Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. The customer stated that causing all key failure and cannot recover. The customer's blood glucose is normal, did not require medical treatment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.